Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2021. Post procedure in (B)(6) 2022, the peg tube and internal bolster detached and fell off inside patient. The detached portions were retrieved via endoscopy. A new boston scientific peg tube was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as the reported event date is around (B)(6) 2022. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 01mar2022 as the reported event date is around march 2022. Block h6 (device codes): device code a0501captures the reportable event of peg tube and internal bolster detached. Block h10: the returned endovive safety peg was analyzed. The peg tube was broken and internal bolster was detached. Microscope and media inspection were performed and confirmed these problems. Therefore, the reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to anatomical factors and/or even the technique performed during the replacement that affected the peg tube and its internal bolster. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2021. Post procedure in (B)(6) 2022, the peg tube and internal bolster detached and fell off inside patient. The detached portions were retrieved via endoscopy. A new boston scientific peg tube was placed. There were no patient complications reported as a result of this event.